Event description:
It was reported that the rv lead was explanted and replaced due to multiple inappropriate shocks caused by oversensing. Out of range lead impedance of 2848 ohms and an apparent lead fracture were also noted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor fractured; full lead returned and analyzed.